Event description:
The customer's father stated that the insulin pump does not alarm no delivery. The customer's blood glucose reading was 500 mg/dl. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.